Event description:
Percutaneous transluminal coronary angioplasty of proximal left anterior descending with deployment of stent; dissection visible distal to stent; 2nd stent deployed, - unable to pass. After multiple attempts, catheter removed; noted stent not on balloon. Unable to retrieve. (Cine films reveal stent in left anterior descending; at risk for clot or closure which would be life threatening; saphenous graft to the left anterior descending done to protect flow 7/1/1998 a.m.)